Manufacturer narrative:
Based on information provided, it cannot be determined if v.a.c.® therapy contributed to the slough as the nurse was unable to confirm the allegation. There have been several attempts made to gather additional information, but there has been no response. No additional information is available. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On aug 07 2017, the following information was reported to kci by the nurse: the patient has a foot wound which is allegedly producing slough. On aug 16 2017, the following information was reported to kci by the nurse: the nurse could not determine if the slough was related to v.a.c.® therapy and confirmed "the wound is now greatly improved and healing well". On jul 31 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On aug 31 2017, the device was tested per qc procedure by kci quality engineering, although an unrelated failure was identified it did not impact the units ability to deliver therapy when in use with the patient.